Manufacturer narrative:
The device was not returned for analysis, as it was discarded at site. The lot number was not reported. Attempts to obtain the lot number were unsuccessful.

Manufacturer narrative:
Updated section: relevant history.

Manufacturer narrative:
(B)(4).

Event description:
Medtronic (covidien) received information regarding an incident involving one of its devices. During the treatment of an acute stroke by mechanical thrombectomy, solitaire fr achieved revascularization of tici3 and aol3. Post the procedure, asymptomatic intracranial hemorrhage developed on the left occipital lobe, ph2.